Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h6.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.